Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals that resulted in false signal artifact monitor (sam) events. The noisy signals were present on both right atrial (ra) and right ventricular (rv) channels which caused a vector switch and disabled minute ventilation (mv). It was noted the caller believed the patient had a cardioversion that day. Technical services (ts) discussed reprogramming options and turning the mv back on. Additional information was requested from the field. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals that resulted in false signal artifact monitor (sam) events. The noisy signals were present on both right atrial (ra) and right ventricular (rv) channels which caused a vector switch and disabled minute ventilation (mv). It was noted the caller believed the patient had a cardioversion that day. Technical services (ts) discussed reprogramming options and turning the mv back on. Additional information was requested from the field. This ICD remains in service. No adverse patient effects were reported. Additional information was requested from the field. At this time, no further information was available. This investigation will be updated should further information become available in the future.